Event description:
Health professional reports: three consecutive protime system inr error message: out of range high. Unspecified lab system inr result 2.0. Two consecutive protime system inr error message: out of range high followed by consecutive inr results 1.4 & 1.6. Patient therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturing labeling indicates "studies indicate interferences may occur in patients with antiphospholipid antibodies or antiphospholipid syndrome". Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.